Manufacturer narrative:
A review of the mfg paperwork has been requested. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also implanted in the pt were devices, tg2810 and tg3110.

Event description:
In 2007, the pt was treated for a descending thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. After ballooning the device with the gore tri-lobe balloon, the pt became hypotensive and suffered cardiac arrest. An emergent transesophageal echocardiogram was performed with which the pericardial tamponade was diagnosed. The pt underwent an emergent surgical pericardiotomy with draining and placement of a mediastinal drainage tube with successful resuscitation. Eleven days later, the pt died. The death summary states that the pt expired of cardiac rupture as a result of the high level after load placed on the heart during ballooning of the gore tag thoracic endoprosthesis.